Event description:
It has been reported to philips that vulnerabilities on the intellispace cardiovascular (iscv) server were detected during the vulnerability scan. Customer has requested support. No harm to the patient or user was reported. Philips has started an investigation for this complaint.